Manufacturer narrative:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for october-november 2018. This MDR is to reflect the additional information to be added to the intial asr report. ((Event information, updated h6 patient and device codes) 3191-added for patient codes vaginal mucosa damage for roughness of vaginal mucosa, bacterial vaginosis, granulation tissue, nocturia,

Event description:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for (B)(6) 2018. This MDR is to reflect the additional information to be added to the initial asr report. As reported to coloplast though not verified, additional information stated on (B)(6) 2014 patient complained of a malodorous vaginal discharge. The exam provider found roughness of the vaginal mucosa a biopsy was performed, and the path revealed a foreign body. Provider advised that it was probably suture material. Patient was treated for a bacterial vaginosis with metrogel vaginal. Provider saw patient again in (B)(6) 2015 and 2016 patient still had discharge in 2015 there was suture visible. In 2016 some roughness of the mucosa. In (B)(6) 2017 patient had vaginal bleeding, plastic material or tape was visual. Provider performed a biopsy which reveal a foreign body and granulation tissue. The patient now had bleeding, discharge with continued erosion of the vaginal mucosa and partial expulsion of surgically placed material. On (B)(6) 2017 for follow up after biopsy which was benign the bleeding had decreased to spotting. The patient has had abdominal pain, back pain, cramps and pelvic pain. Patient had urinary incontinence, occ urge incontinence, off hematuria and nocturia.